Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 470mg/dl. The customer also alleged not receiving the proper amount of insulin, multiple sensor issues and the insulin pump was not working. The customer was admitted to hospital and was treated with manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-242a, mmt-332a. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a, mmt-242a, mmt-332a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Delivery anomaly-possible under delivery not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with energizer max alkaline battery installed at 1.425 volts. No damage noted on the battery cap. The pump history file lists data on (B)(6) 2025. Unable to verify bolus delivery and any alarms/suspends for event date 17-jan-2025 on the primary svn (B)(4) due to no data available in the pump history file. On the primary svn (B)(6), unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 17-jan-2025 due to no data available in the pump history file. On the primary svn (B)(6), unable to perform the history review 1 week prior to the event date 17-jan-2025 in the pump history file due to no data available. On a related svn (B)(6), unable to perform the history review 1 week prior to the event date 11-mar-2024 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.2 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Delivery anomaly-possible under delivery not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.